Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl and high blood glucose levels of 298 mg/dl. The customer was treated lows with food. Customer's high blood glucose value was 298 mg/dl at time of incident and low blood glucose value was 50 mg/dl at time of incident. Customer¿s blood glucose level was 126 mg/dl. Customer declined further troubleshoot for high and low blood level. Troubleshoot performed for programming pump assistance. Customer requests assistance with programming the pump. Reminded customer to review pump settings on previous pump prior to programming the replacement the product was not returned for analysis.